Event description:
The customer reported being hospitalized on (B)(6) 2010 due to high blood glucose of 500mg/dl, and on (B)(6) 2011 for low blood glucose. The customer was experiencing high glucose for the past four months. The events leading to her admission was vomiting and sick. Troubleshooting was performed. The programming, time and date were correct. Ran a fixed prime test and passed. The customer stated that she bolused three times during the day, and when she reviewed the bolus history it appears only one bolus. The customer stated that she did make sure the numbers were counting up on the delivery. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.